Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the cartridge air. Customer changed the infusion set and resumed insulin. Tandem clinical support advised customer that not removing the cartridge air is off label per the user guide. No reported impact to the customer¿s blood glucose level.